Event description:
It was reported that the nurse stated the arctic sun device would not cool down the patient. Per review of wo on 05dec2024, it was noted that the event occurred during patient use. However, there was no patient injury. Patient details are unobtainable due to the privacy laws in canada. Per follow up information received via phone on 18feb2025, tech support via biomed sent a csv file from a therapy that was started last night and terminated at 0930 this morning. The device seemed to be making cold water just fine, no alert 113. They did see several alerts for patient line open and low flow. Suggested to run a ctu calibration and give a call if any errors presented themselves. Spoke with biomed, who confirmed device had been sent into depot for repair, unsure which unit device came from. Per sample evaluation results on 07apr2025, alarm 34 pops up once during the assessment. Torn transducer ring. Per follow up information received via task on 08apr2025, based on notes in smax, the device put through the preventative maintenance, mixing pump sn: (B)(6) was replaced with new sn: (B)(6), circulation pump sn: (B)(6) with new sn: (B)(6), the heater sn: (B)(6) with new sn: (B)(6). The manifold o-ring was replaced. The drain valves were replaced. Transducer o-ring was replaced due to torn. Double bend tube and the l-tube attached to chiller were replaced as part of the pm process. The control panel coin cell was replaced due to aged. Performed the electrical safety testing and put through the ctu calibration and passed. Verify the functionality after the repair using srw1190027 rev 10 and was passed all the testing. The arctic sun is now ready for used.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The device was evaluated upon receipt. Alert 1 and alert 2 is found in the event log, the alert could not duplicate during the assessment. Passed all the testing and is now ready for used. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. Correction: UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated the arctic sun device would not cool down the patient. Per review of wo on (B)(6)2024, it was noted that the event occurred during patient use. However, there was no patient injury. Patient details are unobtainable due to the privacy laws in canada. Per follow up information received via phone on (B)(6)2025, tech support via biomed sent a csv file from a therapy that was started last night and terminated at 0930 this morning. The device seemed to be making cold water just fine, no alert 113. They did see several alerts for patient line open and low flow. Suggested to run a ctu calibration and give a call if any errors presented themselves. Spoke with biomed, who confirmed device had been sent into depot for repair, unsure which unit device came from.